Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 110 mg/dl. The customer went through a body scanner at the airport. The customer was unable to get past the motor error alarm to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to perform functional tests due to the constant motor error alarms. Unable to perform the motor position encoder alarm test due to the motor error alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.